Event description:
It was reported that the patient did not adapt to the intraocular lens (iol) and complained of intermediate/near vision even though j3 was present. Visual disturbance was also mentioned. No injury to the patient was reported. The lens has been explanted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, the best estimate is between implant date and explant date. Section d4 - model #, catalog #, expiration date, serial #: unknown/not provided. Section e1 - telephone number: +55 (71) 98828 2920. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.